Event description:
The customer reported that the implants were removed on the (B)(6) 2011 as the patient had been diagnosed with metallosis. It was further reported that the patient also had a zimmer tribecular metal cup augment and poly liner implanted and that the metal cup augment was black coloured when removed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.